Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced delayed wound healing at the s1 lead sites. As a result, surgical intervention was undertaken wherein the wounds were sutured and both leads were explanted and replaced to address the issue.